Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited failure to capture. The lp was removed and the helix was found to be damaged. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capture issue was not confirmed while the reported event of stretched helix was confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was out of specifications. Further analysis performed, including output verification which showed normal device characteristics without any anomalies contributing to reported events of inadequate capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.